Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter testing was acceptable. The catheter was returned in segments.

Event description:
It was reported that the patient had been experiencing altered mental status and overdose symptoms. The patient had episodes of sleepiness/tiredness and confusion with hypotonia, slurred speech; alternating with episodes of spasticity (intermittent increased dystonia with arching, clapping hands, crunching with standing) since implant (B)(6) 2014, which was characterized per the reporter as seeming to ¿fluctuate between overdose and underdose.¿ episodes were no more than a few days apart. A dye study done in ((B)(6) 2014) noted excellent cerebrospinal fluid (csf) back flow and normal distribution of dye in the intrathecal space. The healthcare professional (hcp) took the patient out of periodic bolus mode and returned to simple continuous mode, but clinical issues persisted. An indium study done in ((B)(6) 2015) showed that indium did not leave the pump after approximately 40 hours and after that only small amounts of indium were seen in the csf. The reporter noted that ¿multiple pump radiographs and a CT (computed tomography) scan of the spine were also performed. The patient was taken to the operating room (or) on (B)(6) 2015 for replacement of the baclofen pump and catheter with fluoroscopic guidance. Intra-operatively the hcp left the catheter connected to the pump and cut just beyond the pump connector but proximal to the collet. There was no csf backflow. The hcp then cut just after the distal end of the collet in the pump pocket and there was good csf backflow. The hcp noted a small ¿kink like appearance¿ in the spinal segment in back, just distal to the anchor. The hcp opted to replace the entire catheter and pump. Back table prime 0.300 over 19 minutes was completed. The reporter stated that post-operatively 0.160ml was primed to prime the catheter only. The explanted items were in the hospital¿s possession at the time of this report and were returned to the manufacturer. The pump was used to infuse baclofen (gablofen). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.